Event description:
It was reported the patient's ipg hadn't been recharged in approximately 8 months. As a result, the patient's scs ipg became inoperable. An sjm representative met with the patient and confirmed communication could not be established. The patient's ipg was explanted and replaced during surgery on (B)(6) 2014. Effective stimulation was reportedly restored postoperatively.

Manufacturer narrative:
Correction/removal #: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.